Manufacturer narrative:
As part of our investigation, a lot trace was performed on the subject assay and no device defect was observed. The current overall incident rate for results complaints for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4) . Based on the evidence available, it indicates that the lot is performing as expected overall. No further action is required.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer's husband reported an unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a unknown sample. The consumer's husband reported that it's his wife who took the binaxnow¿ covid-19 antigen self test on (B)(6) 2021 and got a positive test result. They called for assistance because they would like to make sure that the self test did not detect the antibodies from the vaccine that's why his wife got a positive. Test result. The consumer's husband mentioned that his stepdaughter tested positive and is already in isolation, then his wife experienced some symptoms. The consumer's husband reported that his wife already went to her physician and she already did the pcr test and they are just waiting for the result. Since they have a self test available, his wife took the test while waiting for the pcr test result. No additional patient information, including treatment and outcome, was provided. Technical services advised the consumer's husband that the positive result should be treated as a positive result and that the vaccine will not cause a positive test. That since his wife tested positive, she should self-isolate and seek the care of her healthcare provider. Her healthcare provider will work with her to determine how best to care for her based on her test result(s).